Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's nurse that the customer was hospitalized due to low blood glucose. The customers blood glucose was 20mg/dl, treated with insulin drip, she wanted to confirm the pump was working fine. Customer's current blood glucose was 135mg/dl. The nurse stated the emergency medical service was dispatched due to low blood glucose. Customer's blood glucose was 430mg/dl and was admitted to the hospital for low blood glucose. Customer was wearing the insulin pump at the time of hospitalization. Customer's outcome was that the insulin pump is working as it should; customer's does not feel safe with the pump and would like to replace it.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump was programmed with a 4.0 unit's wizard bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus wizard anomaly noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.